Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient underwent a fusion procedure at multiples levels using rhbmp-2/acs on (B)(6) 2008. Following the surgery, patient awoke in severe pain and was unable to lie down completely. Within a year, patient began to suffer pain and numbness in her right leg and hip, and was unable to return to school for three months. After several unsuccessful injections, patient underwent a spinal fusion with the installation of hardware at s1 on (B)(6) 2009. Since the surgery, patient has begun to suffer from new pain in her shoulder and collarbones.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
In early 2007, patient was diagnosed with kyphosis. On (B)(6) 2008, the patient underwent a fusion of the thoracic spine with hardware installation at multiples levels. The patient was implanted with rhbmp-2/acs and peek cage. Patient was minor at the time of surgery, only (B)(6). Post-op, patient was unable to return to school for three months. With in a year, patient began to suffer pain and numbness in her right leg and hip. Patient also underwent for several injections due to her pain. On (B)(6) 2009, patient underwent surgery of an s1 spinal fusion with the installation of hardware. Post-op, since last surgery patient begun to suffer from new pain in her shoulder and collarbones.